Event description:
Provider was administering a requested vaccine. Patient requested tdap vaccination for travel/new baby at home. Vaccination information: tdap boostrix, manufacturer gsk, vaccine lot #h242k, exp 6/92023. Tdap vaccination is 0.5 ml single use vial, im injection. Provider attached 25gx1in hypodermic needle to vial. Needle information: smiths medical asd, hypodermic needle-pro, edge safety device, reference # 402510, 25gx1in, lot # 4246712, exp 02-02-2027. Provider injected needle intramuscularly into patient's left deltoid and while injecting vaccine, there was a small crack in plastic base of needle connecting to vaccine luer-lock. The contents of the vaccine dripped out of the crack in the needle onto the floor. Provider is unsure on how much of the tdap vaccine was actually administered to patient and documented it as a partial administration. Patient did not experience any adverse side effects. No relevant tests or laboratory data required. Patient was educated to obtain vaccine at a different clinic due to clinic being out of vaccine.